Manufacturer narrative:
(B)(4). Approximate age of device - 90 days. The pump remains turned off, in situ. The report of low flow alarms and pump stops was confirmed based on the information contained in the submitted log file. Based on the manufacturer¿s experience from similar reported events, the recorded events appeared consistent with pump thrombosis. The report of suspected pump thrombosis could not be conclusively confirmed as the pump was not available for evaluation. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, the patient presented to the emergency department due to pump alarms and abdominal pain. The vad coordinator reported that low flow alarms, low voltage alarms and pump stops had occurred. The patient was also showing signs of hemolysis including an elevated lactate dehydrogenase level and dark urine. The patient's inr was 1.8. A CT scan showed thrombus in the outflow graft. Pump thrombosis was also suspected due to elevations in pump power and the pump stoppages. On (B)(6) 2016, a system controller log file was submitted to the manufacturer's technical services representative for analysis. The captured data indicated that the pump was not able to reach the set speed of 8600rpm. The lvad was turned off and the patient reportedly was stable without inotropic support. On (B)(6) 2016, the driveline was cut at the exit site and the skin was sutured; the pump remains in situ. As of (B)(6) 2016, it was reported that the patient was doing well at home. No further information was provided.